Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the coil is straightened and partially broken on removing the wire') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device physical property issue "the coil is straightened and partially broken on removing the wire". The patient's medical history included multiparous. Concurrent conditions included menometrorrhagia, pelvic pain female and endometrial hyperplasia. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. The reporter commented: right: 3 trailing coils, left: 4 trailing coils. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-oct-2021: quality safety evaluation of ptc. Event added from f/u 24-sep-2021 the coil is straightened and partially broken on removing the wire" coded as device shape alteration. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the coil is straightened and partially broken on removing the wire') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included multiparous. Concurrent conditions included menometrorrhagia, pelvic pain female and endometrial hyperplasia. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. The reporter commented: right: 3 trailing coils, left: 4 trailing coils. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-sep-2021: medical record received. Reporter added, case became medically confirmed. Patient's medical history was added. Previously reported event injury was updated to "the coil is straightened and partially broken on removing the wire". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.